Event description:
It was reported that venflon pro safety 14ga 2.0mm od 45mm l leaked. The following information was provided by the initial reporter: cannula in situ for emergency thoracotomy decortication. Major haemorrhage, level 1 attached to orange cannula, after 2 units of blood the valve burst and blood ejecting through the port. Vascath in situ and used instead immediately. Patient safe.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/19/2021. H.6. Investigation: two used samples were received by our quality team for evaluation. Upon visual inspection of the samples, the valve was observed to be moved. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of the leakage is due to a valve issue. CAPA#1379444 was initiated. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter email address: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that venflon pro safety 14ga 2.0mm od 45mm l leaked. The following information was provided by the initial reporter: cannula in situ for emergency thoracotomy decortication. Major haemorrhage, level 1 attached to orange cannula, after 2 units of blood the valve burst and blood ejecting through the port. Vascath in situ and used instead immediately. Patient safe.